Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was implanted with a nexgen complete knee solution, cruciate retaining,femoral component porous for an uncemented femoral component for total knee replacement. While inputting details in to the njr labels stated that the prosthesis was pre coat (cemented). One day post-implantation, exploration of knee the following day determined that the prosthesis was actually porous, not pre coat. Implant was removed and was replaced with the correct implant.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 3007963827-2019-00257.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 3007963827-2019-00257.